Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of nsln due to post-paced t-wave oversensing were noted. Programming changes were recommended. No further information is available.

Event description:
Correction: programming changes were made, but did not resolve the issue. The patient was scheduled for a follow-up.